Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissor instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, when opening the package and removing the monopolar curved scissor instrument, a piece of the instrument was unattached and fell out of its place. The instrument was not used on the patient. There was no report of fragment(s) falling inside the patient. The procedure was completed.